Event description:
A falsely elevated troponin I result of 5.77 ng/ml was obtained on a pt's sample. The result was not reported to the physician. The sample was repeated and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered, and there was no report of adverse health consequences to the pt, as a result of the falsely elevated troponin I result. Analysis of the instrument, and instrument data indicate that, the cause of the falsely elevated troponin I is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument, and instrument data indicate that, the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications.